Event description:
Plaintiff alleges that while working as a nurse, plaintiff was exposed to latex gloves, and devdeloped a type 1 latex hypersensitivity. Plaintiff alleges that plaintiff was diagnosed in 2000, with type 1 latex hypersensitivity. Plaintiff also alleges that plaintiff has experienced or is at risk of experiencing skin rashes, hives, swelling, asthma, respiratory problems such as difficulty breathing, wheezing, and coughing, anaphylactic shock, and death. Plaintiff further alleges damages suffered, sustained, and incurred, and will continue in the future to suffer, sustain and incur, physical pain and suffering, mental anguish, reasonable and necessary medical expenses, physical disability, physical disfigurement, and loss of earnings and/or earning capacity.